Event description:
Additional information received from the health care professional reported that during the patient¿s hernia procedure they did not do anything with the implant. They left it on and grounded the patient properly for the cautery and did the hernia repair. Everything went just fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that she spoke to the patient and the patient could not turn off the implantable neurostimulator with the patient programmer. When the patient did what the programmer asked him to, it did not turn off. The health care professional got guidance on electro cautery for a hernia procedure. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the cause of the event, the actions/ interventions taken, troubleshooting performed and resolution of the event. If additional information is received, a follow up report will be sent.